Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a doctors office that they had a patient that had diabetic ketoacidosis (dka). They wanted the doctor to restart the pump. This was all of the information that was able to be obtained.